Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is using cold insulin and was not releasing air from cartridge. Tandem technical support informed her that this is off label per the tandem user guide. A system check was performed by tandem technical support and no issues were identified. Customer was able to resume insulin therapy. Customers blood glucose was 190 mg/dl.